Event description:
It was reported that the customer was experiencing elevated blood glucose levels. The customer stated that she uses a model mmt-397 quick-set infusion set, and that she last changed her infusion set the night before the event. Programming was correct and troubleshooting was performed. The insulin pump passed fixed prime but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has bene completed.